Manufacturer narrative:
H.6. Investigation summary: no product for mat#10802688 was returned by the customer. Photo representation of sample was provided for the complaint. It was reported by the customer that while the nurse was trying to hook up her IV the blood started leaking near the adapter luer thread (blue part) which could not be verified with the photo. The leakage testing could not be possible without the actual sample. The root cause cannot be determined without the physical sample for investigation due to the product not being returned for failure investigation. A device history record review for model 10802688 and lot number 23049053 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14apr2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris¿ smartsite¿ gravity set leaked blood near the adapter when starting the IV. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "customer reported , while the nurse was trying to hook up her IV the blood started leaking near the adapter luer thread (blue part). The nurse started trying to push the adapter down to stop the blood from leaking. My sister was having surgery at the xxxxx hospital in xxxxx. While the nurse was trying to hook up her IV the blood started leaking near the adapter luer thread (blue part). The nurse started trying to push the adapter down to stop the blood from leaking. When I asked her what was wrong the nurse mentioned these parts leak and multiple nurses have complained about this same issue to each other. The user ended up opening up a new pack to use on the patient to start the IV. When I discovered it was bd product I asked the nurse for a sample to take for my work to check if there is a defect. The nurse provided another part from the same batch and gave me the original packaging only from the part she had used that had the leakage... The doctor performing the surgery was xxxxx. I inspected the parts and did not see any visible damage or shorts but I believe the adapter was not screwed in all the way since the nurse was trying to push the part down rather than tighten with the thread. Possibly user error."

Event description:
It was reported that the bd alaris¿ smartsite¿ gravity set leaked blood near the adapter when starting the IV. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "customer reported , while the nurse was trying to hook up her IV the blood started leaking near the adapter luer thread (blue part). The nurse started trying to push the adapter down to stop the blood from leaking. My sister was having surgery at the xxxxx hospital in xxxxx. While the nurse was trying to hook up her IV the blood started leaking near the adapter luer thread (blue part). The nurse started trying to push the adapter down to stop the blood from leaking. When I asked her what was wrong the nurse mentioned these parts leak and multiple nurses have complained about this same issue to each other. The user ended up opening up a new pack to use on the patient to start the IV. When I discovered it was bd product I asked the nurse for a sample to take for my work to check if there is a defect. The nurse provided another part from the same batch and gave me the original packaging only from the part she had used that had the leakage... The doctor performing the surgery was xxxxx.. I inspected the parts and did not see any visible damage or shorts but I believe the adapter was not screwed in all the way since the nurse was trying to push the part down rather than tighten with the thread. Possibly user error."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.